Event description:
Additional information was received from the rep who reported that all electrodes on the lead 8-15 had impedances over 40k. Settings not available was due to programming on the 8-15 lead. Cause of high impedance has not been determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that settings not available was seen on the programmer. The rep checked impedances and 8-16 were all over impedance. The rep reported they were using 0-7 lead and getting appropriate coverage with one lead. No action required at this time. No further complications were reported/anticipated.